Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg pocket is very loose and she is experiencing pain at the ipg site. The pt is using a binder and has been advised by the physician to use a corset to keep the ipg stable. Follow-up identified the pt declined further course of action to address the issue.